Manufacturer narrative:
The commander delivery system or any images were provided for evaluation. The investigation was limited as the device or imaging was unavailable to be reviewed. During manufacturing, the commander delivery system is 100% inspected by manufacturing and quality and the devices are 100% leak tested. These steps support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to the device not being returned and no imagery being provided, the complaint for ¿balloon - torn¿ was unable to be confirmed. Review of the device history record and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint. Engineering studies have shown that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Due to the device and/or applicable imaging (relevant to the reported event) not being returned for evaluation, engineering was unable to confirm the complaint. No labeling inadequacies were identified. In this case, although no information about vessel tortuosity was provided, it is possible that patient/procedural factors (tortuosity, and vessel calcification) may have contributed to the complaint. Review of complaint history revealed that the occurrence rate does not exceed the june 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. A product risk assessment was previously initiated for risk assessment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by out british affiliate, during valve deployment of a 26mm sapien 3 valve in the pulmonary position, the commander delivery system balloon did not inflate. The system was removed without difficulty and a new delivery system and valve were used and the valve was successfully implanted. The patient is stable. The delivery system will be returned for evaluation.